Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that a patient believed he was wrongly diagnosed, as it was determined he had seven hernias in his stomach that had been taken care of. It was noted that the patient wanted the device checked and turned off to see if it made a difference. It was reported that the patient had not seen a doctor regarding the device since implant. It was later reported that the implantable neurostimulator was removed because it was not working, but the lead was left in the patient because it was ¿wrapped around something."